Event description:
It was reported that the ilet user experienced a rollercoaster of highs and lows, ranging from 60 mg/dl to 401 mg/dl, and had been inconsistently using meal announcements, at times using them as corrections and at other times not announcing meals. After which a flush and replace was performed with a libre 3+ sensor and a steel infusion set, education on proper meal announcement practices was provided, and oral glucose was used for treatment. Symptoms included hypoglycemia accompanied by confusion/disorientation as well as hyperglycemia accompanied by dizziness and muscle cramps. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified related to improper or incorrect procedure or method, and the issue pertained to the user interface and user interaction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error caused or contributed to the event.